Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a healthcare professional from (B)(6) of break in aseptic technique/patient made a mistake and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient began dianeal pd2 ultrabag (1.5% glucose) (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was break in aseptic technique/patient did not wear a mask. On (B)(6) 2012, the patient received vancomycin (2g) (for the first day and every day, ip), amikacin (10mg) ( for each exchange, ip, continuing), fortum (1gm) (every day, ip, continuing) heparin 1000u (each exchange, ip, continuing). On (B)(6) 2012, vancomycin (2gm) (every day, ip, 7th day and continuing). The peritonitis had not resolved at the time of this report. Per the reporter, the event of peritonitis was unrelated to dianeal therapy. The patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient not wearing a mask before starting peritoneal dialysis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.